Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx partially covered stent system was unpacked by the dealer on (B)(6) 2017. According to the complainant, when unpacking the device, it was noticed that inner sterile pouch had two holes. There was no patient or procedure associated with this event.